Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the display was not working. To address the issue the fse replaced the display with rtv bead sea, video receiver cable, display mounting plate, coiled cable, color video receiver pcb. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use screen on the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement and no adverse event was reported.

Event description:
N/a.